Manufacturer narrative:
The approximate age of device: 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that during implant, there was difficulty getting the pump to lock on the cuff properly, so surgeon unlocked the pump from the cuff and removed the pump from the cuff/apex and re-attempted. The locking mechanism felt loose, and the decision was made to replace the pump. The new pump was primed. The surgeon replaced the mini-cuff with the original full-sized cuff from the hm3 kit and attached the new pump. All went smoothly as it was secured, and implant was completed without any further issues. No additional information was provided.

Manufacturer narrative:
The reported event could not be confirmed as no product was returned for evaluation. It was communicated that the surgeon was attempting to secure the hm3 pump (B)(4) to the mini apical cuff and had difficulty getting it to lock on the cuff properly. The surgeon unlocked the pump from the cuff and removed the pump from the cuff/apex and re-attempted. The locking mechanism reportedly felt loose when the pump was in place and for patient safety the decision was made to replace the pump. The staff opened another hm3 kit to prime the pump immediately as the patient¿s chest and heart were open and the surgeon did not feel safe using the previous pump. The new pump was primed and implanted successfully with the original full-sized apical cuff. There were no further issues. Review of the device history records showed that the cuff lock installed on (B)(4) passed all inspection and testing steps. Review of the device history records of the patient¿s current pump, (B)(4), showed that that cuff lock passed all inspection and testing steps as well. It was later reported that no photos were available from the event and no product would be returning. The patient remains ongoing on the new pump (heartmate 3 lvas, serial number (B)(4) and no additional complaints have been reported at this time. The surgical procedures section of the hm3 mini apical cuff kit IFU explains how to prepare the mini apical cuff and the apical cuff holder for use. The directions for use section of this document explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. This section also stated that if a sealing agent is used on or near the mini apical cuff, ensure that it does not interfere with the slide lock mechanism. In addition, the heartmate 3 lvas IFU warns that a complete backup system must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the surgeon bent the locking mechanism. No additional information was provided.